Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.

Manufacturer narrative:
Alleged failure: tip of scope broke off in trocar but was retrieved before entering the patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be that the distal tip of the scope may have come into contact with another instrument or object during use, sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke. Please note that the broken piece was successfully removed.